Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the down arrow button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons were found to be unresponsive during testing. The keypad cover was removed and contamination was found under the key contacts. There was moisture observed behind the display lens. A leak test failed due to a crack in the pump case between case seal and keypad. The pump cover was removed and internal moisture was found on the keypad flex connector and printed circuit board.